Manufacturer narrative:
The customer also complained of "erratic qc". The last calibration was performed on (B)(6) 2022 failed the acceptance criteria and alarms were noted. The qc met the acceptance criteria. There was no indication for a performance issue of the reagent. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found worn vacuum pump diaphragms and valves and replaced them. The fse cleaned the vacuum tubing, performed mechanism checks, ran checks for proper reaction cells of rinsing and drying, and a qc check was performed. All tests met acceptance criteria. The service actions resolved the issue. No further issues were reported.

Event description:
There was a complaint of a questionable ise sodium result for 1 patient tested with a cobas 6000 c501 module. The questionable result was not reported outside the laboratory. The patient¿s initial result was 154 mmol/l; the repeat was 131 mmol/l. The customer believes the repeated result to be correct. The lot number and expiration date of the sodium electrode used were requested, but not provided.